Event description:
Due to an accident the patient reportedly experienced a forceful impact on the right ear while the device was in use. The device has been damaged and forced into the ear canal. The patient required a surgical intervention to remove the device and reconstruct the ear canal. The patient reportedly healed from the medical intervention and ent has cleared him to have earmold impression taken and resume the use of the device. This is the final report.

Manufacturer narrative:
Device history record details: device history record was reviewed and found no defect or non conformity at the time of manufacturing. Shell thickness was within the manufacturing specifications.